Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This report is filed since the device moved in an unintended direction. It was reported that this was a mitraclip procedure treating mixed mitral regurgitation (mr) grade 4. The clip delivery system (cds) advanced to the left atrium. The m-knob was turned approximately 1/2 a turn, when the cds steerable sleeve would bend towards the atrial roof, in the opposite direction than intended. Miss-keying was suspected although not confirmed. The device was removed without reported issue, re-keyed, and re-advanced, however the same issue was noted again. The m knob had to be turned approximately 1/2 until any response from the steerable sleeve was noted. Once responding, the cds steerable sleeve would respond in an unintended direction. The steerable sleeve was able to be straightened and the device removed without issue. Another cds was used in replacement and the mr was reduced to grade 2. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device status changed from returning to not returned. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported mechanical issue in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Internal file number - (B)(4). Corrections: device status changed from not returning to returned. Method code 4115 removed. Conclusions code 4311 removed. Evaluation summary: the results of the returned device analysis could not confirm the reported mechanical issue and the reported difficult to position. All available information was investigated and a definitive cause for the reported mechanical issue and reported difficult to position in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, based on the information provided, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.